Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC fractured and leaking at 0 cm mark. Inserted on (B)(6) 2024 and dwelled for 17 days. Secureacath used, total length 45 cm, exit site marking 3 cm. A new PICC was inserted on (B)(6) 2024. No other information was provided.